Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
They have been to the md three times regarding sinus issues, respiratory issues and ear pain. Their lymph nodes are swollen and giving them problems.